Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was pacing the rv (right ventricle), with lead dislodgement noted. The atrial lead was programmed off, and then capped and replaced. No patient complications have been reported as a result of this event.